Event description:
It was reported that the cadd set administration with 0.2-micron filter was leaking at the filter during three separate events that patient was infusing chemo treatment.no patient injury was reported.

Manufacturer narrative:
Testing/inspection.: four (4) images were attached, during the analysis carried out a superior view of a rra product could be observed, in the first two photos the housing connected to the spike is observed, no discrepancy was detected that affects its functionality, in the third photo it was observed the filter, there are no drops or leaks in the photo, in the fourth photo the connector is observed without any failure or defect; thus the failure mode reported is not confirmed. Other analysis: no other analysis required. Root cause: root cause cannot be determined since the complaint was not confirmed due to the fact the since no samples were received to perform a thorough investigation and defect can not be appreciate on pictures received.